Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to motor error alarm. The pump had scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 409 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.